Manufacturer narrative:
Device evaluation by manufacturer: the returned device is a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual examination and microscopic examination revealed no damages. Functional testing was performed, and the device was able to function as intended. Inspection of the remainder of the device revealed no damage or irregularities. Product analysis could not confirm the blade not spinning or the failure to evacuate.

Event description:
It was reported that failure to evacuate occurred. The target vessel was completely occluded throughout the two non-bsc stent and distal to the stents through the popliteal artery. The target lesion had neointimal hyperplasia and the treatment area distal to the stent had mixed morphology. A 2.4mm jetstream xc catheter was selected to treat peripheral artery disease (pad). During usage, device could not suction and failed to evacuate. To troubleshoot this issue the device was pulled back to try and prime the device again; however, the issue was not resolved. There were no patient complications, and the case was completed with another device of the same model.